Event description:
It was reported that during surgery two anchors were used, two prongs of metal broke off the inserter handle and could not be retrieved.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Additional information in: first and last name.

Event description:
It was reported that during fixation of left patella and repair of patellar ligament, two anchors were used. After that, two prongs of metal broke off the inserter handle. The pieces could not be found or retrieved from patient. A backup device was available to complete the procedure with no delay or patient injuries.